Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The t-luer adapter was found to be detached from the blue slide making stent deployment by using the 'trigger method' or the 'slide method' impossible. Furthermore, a stress-related deformation of the handle was detected. The conversion tab was found to be attached upon sample receipt which may have caused the reported difficulties to remove the handgrip. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may have been caused by rough handling of the device during shipping or storage. The t-luer adapter may have become detached during preparation of the device (e.g., during flushing of the system). The reported difficulties in removing the handgrip in order to use the 'conventional method' to deploy the stent may have been caused by not removing the conversion tab as described by the IFU. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "the 'conventional method' requires the user to remove the white conversion tab before snapping the catheter out of the performaxx grip."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stent placement procedure for treatment of a common iliac artery stenosis, after removal of the safety clip the vascular stent could neither be deployed by using the 'trigger method' nor the 'slide method'. During the attempt to use the 'conventional method' the handgrip could not be removed. Reportedly, there was no partial stent deployment. Another stent was implanted to complete the procedure successfully. No patient injury was reported.